Event description:
On (B)(6) 2024 I was operated by nurse (B)(6) for collagen injection. She didn't let me sign any documentation or any privacy notice etc; she also didn't let me check the vial or the medication before injecting it onto my face. She just went straight for it, later there were complications on my face. I contacted nurse (B)(6) and she informed me she injected miracle l onto my face, and basically started criticizing me for questioning her practices. Just today I realized the product she injected was not FDA approved. The nurse recommended me it's good for covering dark circles.